Event description:
It was reported the subject device color tone was noted to be different. The event was found during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h3, h6, h11 a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage or deterioration of parts due to wear and tear. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.